Manufacturer narrative:
The user facility did not submit a user facility report to the manufacturer. Event codes were derived based on information documented by a carefusion tech support specialist in response to a phone conversation(s) with a user facility representative. (B)(4). The alleged faulty gas delivery engine (gde) was received by carefusion, routed to the carefusion failure analysis lab and staged for evaluation. Once the evaluation is complete, a follow-up medwatch will be submitted.

Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with a distributor representative. "[Name removed] notes on after install of the gde, the audible alarm was not functioning, he placed old gde back on the unit and issue was resolved issue isolated to new gde."